Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed a deformed helix, stretched-out and bent, with gouge marks likely due to induced damage during surgery procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this bundle of his lead was not successfully implanted due to a damaged electrode end. This lead was replaced and never in service. No adverse patient effects were reported.